Manufacturer narrative:
Additional narrative: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Manufacturing date: 13december2011. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The raw material is corresponding to the specifications. The function of all devices from this lot was checked before release and all were found to be conforming. No non-conformance reports were generated during production. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product investigation was completed: template for rod length instrument did not spring back into the open position. Examination of the returned device confirmed that instrument was stiff. The handles did only open with some back pressure. The device history record was researched and no abnormal findings were identified. Manufacturing and inspection records indicated no problems with the lot in question. The instrument was lubricated with synthes special oil during the investigation and the handles returned to their open position and could be actuated without difficulty. Therefore it is likely that the instrument was not lubricated as per the instructions provided by the manufacturer. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
There was no patient involvement. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during the inspection process it was noted that a spring was missing from the rod length template; therefore, the ratchet did not lock as expected. This is report 1 of 1 for (B)(4).